Event description:
It was reported that the procedure was to treat a de novo lesion in the the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2.25x15mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, after post-dilatation a distal edge dissection was noted. Therefore, a 2.25x8mm xience sierra stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.